Event description:
Procedure type: hemorrhoidopexy. According to the reporter: the surgeon opened a new sterile pack of hemorrhoid 33-4.8 stapler to perform hemorrhoidopexy. After opening and firing the instrument, upon removal, he found the anvil was separated from the stapler. The staples were not completely formed, so he opened a new pack and used a new stapler with the same anvil to continue with the procedure. Surgical time was extended by 30 minutes or more.

Manufacturer narrative:
(B)(4).